Event description:
On november 2, 2007 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The patient said, the reported product issue began over the past week. After the issue began the patient was very thirsty. The patient said, she could not test with this meter or another meter and went to an ambulance station to get her blood glucose checked. The patient's blood glucose level was tested; however, the result obtained was not provided. The patient took no diabetes treatment action and received no medical intervention because of the issue. The customer care advocate (cca) noted that the patient replaced the meter battery per the owner's manual. The battery was correctly installed and the batter contacts were in good condition. The meter did not turn on when the power button was pressed or when a test strips was inserted into the test strip port. The meter was replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and afterward experienced thirst, a typical symptom oh hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.